Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. Another shock was delivered the patient's rhythm morphed into ventricular tachycardia which was terminated by a third shock. The patient was reported to have experienced pre-syncopal-like conditions but otherwise no harm. No changes were made and the s-ICD remains in service at this time. No adverse patient effects were reported.